Manufacturer narrative:
The eval confirmed that the part of the ptfe pad of the second device from end to 5mm was worn and missing. There was a contact mark of the probe and jaw. The manufacturing history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. Since the physician activated output with grasping the separated part of the pad, or the separated part was applied stress, the separated part of pad was presumably broken and fell off. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The description in the instruction manual is cited below. Do not activate output for an extended period while the grasping section is closed without contacting tissue. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution. This report is one of two reports. Cross reference MFR report number 8010047-2013-00762.

Event description:
Since the ptfe pad was separated during a procedure, the first device was replaced with second device. When the physician used the second device, the ptfe pad fell off inside the pt. The fragment of the pad was retrieved. There was no pt harm reported.